Event description:
Journal reference: tommasi, et al. Freezing and hypokinesia of gait induced by stimulation of the subthalamic region. Journal of neurological sciences, 2007, 258-99-103. A patient being treated for advanced parkinson disease with bilateral deep stimulation (dbs) experienced a gait disturbance (freezing and hypokinesia) related to the stimulation of a misplaced left sided dbs electrode. Repositioning/replacement of the left side electrode resulted in complete relief of the gait disturbance.